Event description:
It was reported that the pump motor had stalled in 2009. No motor stall recovery was recorded in the event logs. A tube set message occurred 2 days later. The report indicated that the "pt's pump has been alarming for a week." The pt had been supplementing with oral pain medications. It was reported a few days later that the pt experienced withdrawal (specific symptoms were not provided) and was hospitalized. Device troubleshooting was recommended. The pump was used to deliver morphine and bupivicaine. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.